Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll for eval. A supplemental report will be submitted upon receipt and completion of the eval of the monitor and electrode belt. No adverse event occurred as a result of the reportedly defective monitor and belt. The pt received a replacement monitor and electrode belt.

Event description:
The nurse of an (B)(6) female pt called zoll customer support to report that the pt's device was displaying a service code 107 (abnormal shutdown) and a service code 102 (charge profile fault). The pt was issued a replacement monitor and electrode belt.